Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the user interface pcb assembly and observed proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The removed user interface pcb assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to corrupted memory.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device by physio-control, it was observed that the device was locking up during the boot up process and could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.